Event description:
It was reported that the patients clik anchor was too superficial and it was uncomfortable. The patient underwent a revision procedure and the physician repositioned the clik anchors. Nothing was implanted or explanted. The patient was doing well post operatively.